Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed; however, the exact cause could not be determined from the returned photograph. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed the core wire of the guidewire was broken and protruding from the coiled wire, which was observed to be unraveled. The weld tip of the guidewire could not be seen in the returned photograph, and it is unknown if it is present or intact. No further detail of the fracture site(s) could be seen in the returned photograph. Possible contributing factors of the broken guidewire include retraction of the guidewire against resistance, withdrawal of the guidewire against the needle bevel, insertion technique, and patient anatomy. As a note, the product IFU states: ¿if the guidewire must be withdrawn while needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Event description:
It was reported during the insertion procedure of the power PICC catheter in the passage of the nitinol guide through the micropuncture needle, there was difficulty in the passage, for which they decide to remove the guide, it was withdrawn with difficulty and being out of the patient's access it is evident that the floppi tip fibers become detached/unraveled.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew4376 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the insertion procedure of the power PICC catheter in the passage of the nitinol guide through the micropuncture needle, there was difficulty in the passage, for which they decide to remove the guide, it was withdrawn with difficulty and being out of the patient's access it is evident that the floppi tip fibers become detached/unraveled.